Event description:
A peritoneal dialysis (pd) patient reported there was a draining slowly message that occurred in drain 3 of 4 of pd treatment. The message occurred several times that day. The patient was traveling so the patient decided to finish draining later that day after getting back home. When the patient attempted to set up to drain after getting back home there was fluid found in the pump module area of the cycler and on the external part of the cassette. In a follow up, the patient's pd nurse verified the fluid leak event. The patient did not have any harm, intervention or adverse event due to the fluid leak event. The patient is using the same cycler.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported there was a draining slowly message that occurred in drain 3 of 4 of pd treatment. The message occurred several times that day. The patient was traveling so the patient decided to finish draining later that day after getting back home. When the patient attempted to set up to drain after getting back home there was fluid found in the pump module area of the cycler and on the external part of the cassette. In a follow up, the patient's pd nurse verified the fluid leak event. The patient did not have any harm, intervention or adverse event due to the fluid leak event. The patient is using the same cycler.